Event description:
Customer reported experiencing ongoing low blood glucose level in the 40s mg/dl. Cause was not known. Customer consumed carbohydrates to address the low level. It was confirmed that the control-iq feature was activated, and no excessive insulin delivery was noted from the bolus history.